Event description:
It was reported that an advance sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons.

Manufacturer narrative:
Additional information provided in: b3, b5, d6 and h6.

Event description:
It was reported that the patient began experiencing stress urinary incontinence after he had prostate surgery in 2015. The patient was then implanted with an advance sling on an unspecified date. After the sling was implanted the patient continued to experience stress urinary incontinence. The patient was then implanted with an artificial urinary sphincter (aus) device.